Manufacturer narrative:
Title: is mesh always necessary in every small umbilical hernia repair? Comparison of standardized primary sutured versus patch repair: retrospective cohort study source: k. Mitura1,2 · m. Skolimowska-rzewuska2 · a. Rzewuska2 · d. Wyrzykowska1,2. Date: 24 january 2020 / accepted: 6 march 2020. If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
According to the literature study performed between december 1st 2015 and december 31st 2019, a retrospective study was carried out to compare the results of patch repair using ready-made, synthetic mesh (pr) and sutured repair (sr) based on standard protocols. A total of 161 patients (104 in pr and 57 in sr groups) were included in the study (22 months follow-up). Nine recurrences were observed [six in pr (5.8%) and three in sr group (5.2%)]. The mesh patch repair method is associated with a significantly higher risk of postsurgical pain. Diastasis recti is a factor favoring umbilical hernia recurrence after both pure tissue repair and patch repair. For the smallest umbilical hernias, the use of dense fascia suturing (short-stitch technique) may be an effective alternative to patch repair techniques in patients with no additional risk factors for recurrence.